Event description:
Info received on 9/2/97 indicates the cylinders and pump were removed from the patient and replaced on 8/27/97. The previous reservoir was not removed and a new reservoir was implanted.